Manufacturer narrative:
The serial number of the analyzer was not provided. The customer did not use a positive tissue control, as recommended by the product labeling. Further, the product labeling states, "a qualified pathologist experienced in the microscopic interpretation of anatomic pathology specimens and ish procedures must evaluate controls before interpreting results." The field service engineer (fse) performed a site visit on (B)(6) 2026, which revealed that slides from initial staining displayed only red staining without eber detection. The repeat staining showed eber positivity throughout the entire sample. The fse attributed the initial negative result to improper reagent application with the dispenser.

Event description:
There was an allegation of a questionable ventana eber probe staining result for a patient sample tested on the benchmark ultra instrument. The initial staining result was negative on the ultra instrument. On (B)(6) 2026, the same paraffin block section was restained using a new reagent, and it showed strong nuclear positivity on the ultra plus instrument.